Event description:
It was reported that the line detached the vamp reservoir during use. Reportedly, there were no pt complications.

Manufacturer narrative:
The device has not been returned for evaluation.